Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The consumer reported that the patient had a loss of stimulation. The consumer reported that stimulation wasn¿t covering the whole leg and making the muscle spasms worse when stimulation was on. The consumer reported that the patient had adjusted everything that he could and it wasn¿t helping. The consumer reported that the patient also had rsd and it sounded like it was now spreading to his left leg. The consumer reported that the patient had a fall in (B)(6) 2016 that could be related to this issue. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.